Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24aug2020.

Event description:
The customer reported check vent: primary alarm failed" alarm occurred. The service technician confirmed primary alarm failed alarm occurred when the unit was being run in the sales office after periodic maintenance was performed. The service technician indicated the repair center observed the occurrence diagnosis code consistent with primary alarm failed (power speaker fail) within the diagnostic log. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported. The service technician confirmed speaker 2 was replaced and the phenomenon was resolved. Overall checking, cleaning, run testing, and a function test were performed. The software was checked as version 2.30.

Manufacturer narrative:
G4: 30mar2021. B4: 31mar2021. The speaker assembly was returned for investigation. During debugging the primary alarm found the copper braided wires solder joint through to the other end of the copper braided solder joint was measured and found an opening. The open break is inside the black glue and coils. The electrical opening in the speaker created the primary alarm failure. No further testing is required on the speaker assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.